Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the needle completely broken off at the stiffener. Functional testing and a wear evaluation were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the broken probe needle. The reported bent needle and noise could not be confirmed due to the broken condition of the probe. Per the amended report description of the complaint record, the cutter was bent before use, but the surgeon decided to use it. Therefore, the needle was not broken prior to use and the root cause of the broken needle is user handling. The root cause for the broken needle is user handling and the reported bent needle and noise were unable to be confirmed, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter tip was found bent when opened the pack and tip broke off during port insertion during surgery. The physician also reported that the problem was that the tip was bent from the beginning and that he had to give a defective report. The surgery was completed after replacing the product with new one. There was no patient harm. Additional information received as probe had made a strange noise and felt uncomfortable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).